Manufacturer narrative:
The reported event could be confirmed, since evaluation of CT imaging finds the talar dome to be subsided necessitating the need for a revision surgery. Upon further investigation of the CT scans by healthcare professionals the following was observed, ¿the tibial component shows a little zone of radiolucency anteriorly and around the pegs. However, this alone could not proof loosening. There is no migration visible. The pe cannot be assessed directly, there are no indirect signs of loosening or breakage, however. The talar component shows radiolucency and it looks subsided anteriorly. " based on the information reviewed for this investigation, the most likely root cause for the event is a patient factors issue. However, based on the limited information available the root cause cannot be confirmed. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital prophecy team received a CT scan indicating that the patient may require a revision surgery, the reason for the revision surgery is unknown at this time.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device remains implanted.

Event description:
The digital prophecy team received a CT scan indicating that the patient may require a revision surgery, the reason for the revision surgery is unknown at this time.